Event description:
It was reported that on (B)(6) 2013 a kidney/ureter/bladder (kub) x-ray was performed and the result was inconclusive with regard to the continuity of the catheter from the pump to the spinal canal. The hcp did not know what symptoms the patient was experiencing at the time. On (B)(6) 2013 the patient saw his primary care physician because he wasn't feeling well and having unusual symptoms. An abdominal ultrasound was performed and again the continuity of the catheter could not be confirmed. Drug delivered via the device was lioresal. Additional information has been requested, but was not available as of the date of this report. It was later reported that the patient travelled to see his refill physician who suspected a catheter leak. The refill physician was unable to perform a catheter dye study as he was not trained on the procedure and did not have a fluoroscopy suite in his office. The patient was placed on oral baclofen to prevent withdrawal. It was noted that at the previous refill the dosage was increased by 5% as the patient was having worsened spasticity though the physician thought the symptoms could also be due to a urinary tract infection. After that appointment the patient continued to experience spasticity, along with abdominal pain, nausea, and a rash. The refill physician was trying to locate a physician to test the pump system but was having difficulty due to the patient's insurance.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8 590-1, lot# n247208, implanted: (B)(6) 2010. Product type: accessory. (B)(4).